Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. No moisture damage found on the electronics, motor, battery tube or vibrator assembly during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received a button error alarm and the insulin pump was acting funny. The customer's blood glucose was 100 mg/dl at the time of incident. The customer's father stated that the insulin pump was exposed to water. The customer's father stated that there was a crack where the reservoir goes. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.